Manufacturer narrative:
The patient sample was returned for investigation. An interfering agent was identified in the sample which exhibited a high molecular weight corresponding to igm and is most likely a heterophilic antibody. The package insert for the assay states "(...) In rare cases, interference due to extremely high titers of antibodies to analyte- specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design". The customer did not specify if the patient was treated based on the high results. According to the information given, the patient might have been further checked and monitored. No adverse events were reported.

Event description:
Caller tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The user received a questionable troponin t result for one patient sample from the analytical e module. The initial result was 12.46 ug/l. The sample was sent to another laboratory and generated a troponin I result of 0.03 ug/ml. No information was provided to determine if any discrepant results were reported outside the laboratory or if the patient was adversely affected. The troponin t reagent lot number was not provided. The following results were provided, but it is unclear if these results were from the same patient or a different patient:6v 2010 troponin t: 12.09 ug/l tsh: 0.604 (B)(6) 2010 troponin t: 13.20 ug/l troponin t: 12.11 ug/l troponin t (high sensitivity): 1717 (no unit of measure provided)

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.